Event description:
Rptr had an augmentation mammoplasty. She now has poor circulation, low resistance, joint pain, hair thinning (new hair wavey), low back pain, weak kidneys, chest pain, inability to sleep on stomach, inability to do sports. Capsular contractures (closed capsulotomies done on 8/11/81, 11/27/84 and 12/19/85) and gel bleed.